Event description:
Rn noticed oozing at insertion site of jp drain. Rn questioned if drain may be occluded. Rn attempted to 'strip ' the tubing but tubing broke and drain contents sprayed rn in the face. Tube was fully removed from patient after consultation/order from md. No patient harm.